Event description:
On (B)(6) 2009, this pt was implanted with gore excluder aaa endoprosthesis aortic extender components. On (B)(6) 2010, an additional procedure was performed whereby additional gore excluder aaa endoprostheses were implanted. Multiple attempt have been made to obtain additional information, none has been rec'd.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted during initial procedure and related to event: (B)(4).